Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative (rep) regarding a patient who was receiving 20 mg/ml morphine at 5 mg/day and 10 mg/ml bupivacaine at an unknown dose via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the pump was critically alarming. The patient was met in the emergency room and the pump was interrogated. Interrogation showed the pump was in safe state and that a reset occurred. It was further stated that beginning on (B)(6) 2017 at 21:30, a reset occurred, then a low battery reset. This happened every minute until 21:44. The pump then went into minimum rate. The alarm was silenced and the daily dose was changed back to the patient's previous settings by the emergency room nurse. It was unknown if any environmental, external, or patient factors may have led or contributed to the issue. It was stated that the pump was to be replaced some time that week. The issue was noted to be unresolved. Surgical intervention was planned, but not scheduled. The patient was noted to be "alive - no injury" and no symptoms were reported.

Event description:
Additional information received from a representative reported a safe state alarm was heard and confirmed by telemetry. The representative stated the patient reported hearing the critical pump alarm ((B)(6) 2017). The pump was being replaced (B)(6) 2017 per the representative. The representative inquired what safe state was.